Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed a ¿disconnected¿ alarm on the central control monitor (ccm) because of the defective red level sensor. The cable was checked and agitated and nothing was found that would cause failure. This complaint is related to (B)(4) / medwatch #1828100-2018-00633. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during routine testing of the device at the service center, the level sensor had a "disconnected alarm". There was no patient involvement.